Event description:
Baxter received notification in 2008, that a pt expired while receiving a dialysis treatment on a tina hemodialysis machine. The male pt has a history of seizures. Approximately two and one half hours into the treatment, the pt experienced a seizure and expired. There is no reported malfunction of the device and there were no reported alarms. He was awake and alert at 1:00 pm but was unresponsive at 1:10 pm and expired at 1:16 pm in 2008. The pt was admitted to the hospital two days prior, to rule out myocardial infarction. He has had seizures during dialysis in the past. He was being treated for a seizure disorder. During dialysis, the pt received heparin 3000 units (app pharmaceuticals) and 500 ml of saline. The pt had a "do not resuscitate" order. There will be no autopsy performed. No additional info has been provided. This complaint is for the exeltra dialyzer used during hemodialysis treatment, which baxter became aware in 2008.

Manufacturer narrative:
The actual sample has been forwarded to the baxter analysis lab for eval, but has not yet been received. A follow-up report wil be filed upon completion of the eval or if additional info becomes available. No abnormality was found in the findings of the biological tests performed by nipro in release inspection of the lot concerned. Nipro is in the process of conducting biological tests using retained samples from the lot concerned and the results will be reported upon completion.